Event description:
The manufacturer received information alleging a ventilator battery was not charged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power cord clamp needs to be replaced to address the issue.